Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery and occlusion tests due to prime fill anomaly. No motor error alarm and the motor was tested outside the device and passed. The insulin pump has battery tube threads cracked, cracked reservoir tube lip, cracked belt clip slot, minor scratched lcd window, cracked lcd window, cracked case at display window corner and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was unknown. Nothing further was reported.